Manufacturer narrative:
A manufacturing investigation was performed. Reported instrument is not delivered in original packaging. The toothing does not exist: has broken. Laser marking is readable. A device history record (DHR) check was performed for the affected product component (B)(4) / lot 9870463. During the labeling and packaging process this article has change its lot and part number as 309.038 / lot 9935889. The DHR has reviewed and no issue or deviation was found which could lead to the complaint condition. The diameters were measured and meet the specification. All features measured correspond to the production specifications according to relevant drawing. The toothing is broken in this region (this part of the article is missing). The internal bore has been 100% tested and documented according to the inspection sheet. The hardness was measured and found to be within the specification. The lots of the raw material of the component 36599 are not racked by number. Therefore, the check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, it was found that used raw material fulfilled the specifications. On the basis of the investigation the complaint is confirmed, since the product was broken in a manner which fits to the described complaint condition. However, according to the investigation results this complaint is rated as not valid because the relevant dimensions were measured and have passed the specifications, besides no manufacturing issue could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement with the breakage of the device. Date of event reported as (B)(6) 2017. It is unknown if that is the date the device broke or was discovered broken. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 09, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the customer returned the spare reamer tube to the loan department, it was broken. This is report 1 of 1 for (B)(4).